Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "natrelle breast implants and they are broken." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported left side "natrelle breast implants and they are broken." Device remains implanted.

Event description:
Patient additionally reported left side ¿simple cysts measuring less than 1 cm in the uoq of the left breast¿ and ¿an oval-like mass, with circumscribed margins, hypoechoic and with a faint internal hyperechoic linear image was observed in the uoq of the left breast. It was non-vascular on the color doppler, measured 8.2 x 3 x 8.2 mm, and likely a fibroadenoma¿, both of which are not device-related.

Event description:
Patient reported left side "natrelle breast implants and they are broken." Device remains implanted.